Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an edwards 6900p29mm mitral valve, implanted in the tricuspid position, that now required valve in valve intervention after ain implant duration of 12 years, 10.5 months due to regurgitation and stenosis. The patient was implanted with a 29mm sapien transcatheter valve within the existing valve. The patient was reported as stable. There were no reported complications.